Event description:
It was reported, that the pump time was incorrect. Cause was unknown. Customer's blood glucose (bg) was 712 mg/dl. A manual insulin injection was administered to address bg level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.